Event description:
This homecare pt was being fed using a pump. 474 ml of an enteral feeding solution was hung, and the pump was set to deliver 60 ml/hr. 400 ml was delivered in 2 hrs. The pt was choking and distended. Excess formula was drained off through the pt's gastrostomy tube. There was no illness, injury or medical intervention resulting from the event. The pt was fine following the draining of the excess formula. One pt involved.